Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type lead. Device code c62828 does not apply to this event medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the high impedances were resolved after the lead replacement. The rep clarified that the entire lead was explanted. During surgery, to minimize risk of infection, the hcp opened the spinal pocket firstand cut and removed the top portion of the lead that was anchored down. The damaged leads were then replaced with a paddle. The hcp opened the generator pocket and removed the other portion of the old lead and attached the new paddle to the existing battery. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Coding applicable to the leads: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on december 5, 2019. They noted that they did discuss/confirm the following information with the physician. They confirmed that no further diagnostic testing was performed. A lead revision was scheduled for (B)(6) 2019. The rep reported they would request that the lead be returned for analysis. On december 18, 2019, the rep provided an updated and reported that the doctor had cut the lead during the revision and the physician said they were not worried about a comprehensive review of the lead. The lead had been disposed of on the date of surgery. No further complications were reported or anticipated.

Event description:
Additional information was received from the rep on (B)(6) 2019. It was reported that the specific action that caused the high impedances was not determined. It was noted that the patient had noticed some change in coverage after building a deck. Reprogramming had been attempted but hadn't resolved the change in coverage. The patient was scheduled to talk to the doctor on (B)(6) 2019 to discuss a revision. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient complained of a change in coverage and getting a screen that states cannot provide stimulation as desires. The patient is extremely active and works on a golf course. Interrogation of the battery occurred, and impedance checks showed electrodes 0-7 were all above 40000 ohms. The patient's settings were changed to 0-8 which all have normal impedances, and the patient will test out the stimulation for the next week. No further complications were reported or anticipated.